Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04606.

Event description:
It was reported that the slap hammer tool was discovered to be broken on the thread and stayed in the exact stem removal jaw during an unknown type of surgery. No known adverse event was reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows the threaded tip of the slap hammer has been fractured, and the fractured piece was retained within the stem removal jaw slaphammer connector. This is impact damage to the shaft of the slap hammer as well. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.